Manufacturer narrative:
The customer reported that better results were obtained with a newer lot of reagent. The customer did not specify the lot number. No service visit was needed as this event appears to be a reagent issue. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 800 synchron clinical system. The results were not reported out of the laboratory. There was no effect to patient treatment.